Event description:
It was reported that the patient has an infected left tibia from a previous index trauma surgery so the hardware was removed. A I & d was performed and new trauma devices were implanted. No additional information will be provided to the sales rep from the hospital.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the drill was packed under clean room conditions. After the packaging process the instruments were exposed to gamma radiation for sterilization. According to (B)(4) the documented test results were reviewed for this investigation and no deviation was found. Investigation suggests that the guide-wire was sterile at the time of distribution. General technical aspect: if the sterile barrier of the package is opened or suspected being impaired (i.e. Transport issue or insufficient usage in hospital) the IFU instruct that in these cases the product must be re-sterilized in case of use. None of the drills from the same lot is reported to have caused any infection problems. Based on the review of all relevant documents from the manufacturer site and on the information provided by the customer no evidence for a device related reason of the referred complications has been found. In a similar case, a medical expert stated: ¿when using an intramedullary nail, the risk of an infection is well known, especially in the distal third of the tibia shaft. The increased infection rate and non-union rate in this area of the tibia is caused by anatomical aspects and injury related damage of the local blood supply and an injury related alteration of the soft tissue covering the tibia at the fracture site.¿ no non-conformity was identified.

Event description:
It was reported that the patient has an infected left tibia from a previous index trauma surgery so the hardware was removed. A I & d was performed and new trauma devices were implanted. No additional information will be provided to the sales rep from the hospital.